Manufacturer narrative:
A sample has been received and is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the tubing fell apart. The customer believed that the issue occurred when the product was opened. Additional info was received indicating that the tubing had fallen apart during a procedure. The customer was unable to provide any further info regarding this case.